Event description:
Customer reported still being attached to pump during manual prime and delivered approximately 80 units into the body. Medtronic's 24 hour help line insisted on their getting medical treatment, customer declined said their family member was just up the street and would go there. Medtronic's 24 hour help line insisted on calling their family member and having family member pick them up and get their medical treatment, customer again declined. Pump returned for analysis.